Event description:
Customer reported that an api sample that tested dat negative in gel was supposed to give a positive result. Customer performed testing on the provue; manual gel testing had not been performed. Repeat testing was also negative. Daily qc had been acceptable.

Manufacturer narrative:
Retained testing and a batch record review were performed. Results were satisfactory. There were no similar complaints against this lot of product. (B)(4).